Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the patient's bladder was perforated. The physician assumed that this perforation was caused by the working element. No further information was provided. However, there was no report of malfunction for any of the medical devices.

Manufacturer narrative:
Additional information: device manufacture date. Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The working element was thoroughly tested. The electrical function of the ptfe body can be confirmed without any restrictions. However, the following significant signs of wear and tear were observed: the telescope seal is damaged, the guide tube for the optical system is deformed and the distal end of the guide tube is burred. The cause of this damage is most likely improper maintenance. Therefore, this damage was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the working element without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.